Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Rec all number: livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Lab test results have been made available. The received lab test result confirmed the contamination of the unit with mycobacteria chimaera. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.: device not returned to manufacturer.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.